Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure and extender tubing were also returned. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the extender tubing approximately 1.8cm from the female leur tip. The reported problems was most likely triggered by the leak found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 to jan-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated event description to include an alarm that occurred. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and an auto-fill error alarm occurred. The connections were checked, but the issue continued. The iab was removed and successfully replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and an auto-fill error occurred. The connections were checked, but the issue continued. The iab was removed and successfully replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and an auto-fill error occurred. The connections were checked, but the issue continued. The iab was removed and successfully replaced with a new one. There was no patient harm or adverse event reported.